Manufacturer narrative:
The cam lock lever for radiolucent aiming arms (part # 03.010.497, lot # t15462) was received at us cq with the lever broken off from the aiming arm, a portion of the cam lock lever is still attached to the aiming arm. This is consistent with the reported complaint condition, thus confirming the complaint. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part number: 03.010.497, lot number: t154629, manufacturing site: (B)(4), release to warehouse date: 20-nov-2017. A review of the device history records was performed for the finished device lot number, and no non-conformance's were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the radiolucent aiming arm was broken. Issue was discovered upon routine inspection of the tray. There was no patient involvement. This report is for one (1) cam lock lever for radiolucent aiming arms. This is report 2 of 2 for (B)(4).